Manufacturer narrative:
Additional narrative:the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref.(B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision scheduled for (B)(6) 2015 asr xl - right hip reason(s) for revision: pain update - added additional reason for revision. Taken from claimsuite dated (B)(6) 2015 reason(s) for revision: alval / soft tissue reaction update (B)(6) 2015: revision confirmed . Sm (B)(6) 2015